Event description:
It was reported, that the patient presented post-procedure. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted are replaced. During the replacement procedure, it was noted, that the helix failed to retract. The patient was in stable condition.